Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The complaint was not confirmed and the cause was not identified because the sample was not returned for evaluation. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During assistance with ending therapy while on the homechoice (hc) during use, during initial drain, the home patient (hp) revealed that the final line was leaking at the connection. The baxter technical service representative (tsr) assisted with ending therapy and starting over with new supplies. During a follow-up with the home patient (hp) regarding the reported problem, the hp stated they contacted their registered nurse regarding the problem. The hp stated that they disconnected and ended therapy properly for that evening. The hp stated therapy overall is going fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.